Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was missing a screw and the comb was damaged. The ratchet's screw and comb were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s). However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final medwatch will be filed.

Event description:
It was reported that during surgery the screw for the rack handle was loose, and the comb of the skin graft mesher is bent. There was no harm or injury to patient or operator and no delay to procedure. No additional consequences have been reported as a result of this malfunction.